Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found cuts in the outer insulation at the terminal end of the lead possibly due to induced damage during surgery procedure. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported observations of high impedance measurements.

Event description:
It was reported that during the implant of this left ventricular (lv) lead, it was tested with a pacing system analyzer (psa). The lead was observed to have normal pacing threshold measurements but once the lead was connected to the header of the pacemaker device, high, out-of-range impedances measurements were noted. The lead was removed and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead is expected to be returned.

Event description:
It was reported that an attempted implant of this left ventricular (lv) lead was suspected to have fractured and insulation damage. During the pacing system analyzer (psa) testing, the lv lead was observed to have normal thresholds but quickly exhibited high out of range impedances measurements once the lead was placed into the header of the pacemaker device. The lead was removed and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead is expected to return.